Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports "accidental finding of a rupture after removal of contracted capsule due to painful capsular contracture" capsular contracture was noted to be baker grade IV. This relates to the right side. The device has been explanted and replaced.